Manufacturer narrative:
It is unknown which device was involved in the event. Additional devices implanted:(B)(4).the review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to embolization (micro and macro) with transient or permanent ischemia and neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis).

Event description:
On (B)(6) 2018, the patient underwent treatment of an abdominal aortic aneurysm using four gore® excluder® aaa endoprostheses. It was reported that after 5000 units of heparin was administered, the patient¿s activated clotting time (act) was lower than expected. A second dose, typically ~2000 units given about an hour after the first dose, was not administered due to the unexpectedly low act numbers. The four gore® excluder® aaa endoprostheses were reportedly implanted with no issue and successfully excluded the aneurysm. It was reported that upon closure of the groin access site, the left leg had a diminished pulse. According to the report, a cut down was performed, and a patch was placed to treat the inflow at the proximal femoral artery near the inguinal area. The cause of the diminished left leg pulse is reportedly unknown. The patient was reported to have excessive calcium at the proximal femoral artery where the cut down was performed. On (B)(6) 2018, the patient presented with spinal cord ischemia and temporary paralysis. It was reported the patient was severely hypotensive prior to the procedure, and the ischemia was caused by the hypotension. The patient was reportedly transferred to another hospital for treatment. It was reported no spinal drain was placed, but the patient¿s blood pressure was managed. According to the report, the patient has fully recovered and was discharged from the hospital. No further adverse events were reported. Additional patient information has been requested.

Manufacturer narrative:
Concomitant medical products: medications ¿ atorvastatin, gabapentin, levothyroxine, midodrine, acetaminophen, senna, aspir-81.

Event description:
On (B)(6) 2018, the patient underwent treatment of a symptomatic 7.0 cm abdominal aortic aneurysm using four gore® excluder® aaa endoprostheses. It was reported that post-operatively, the patient developed paralysis of bilateral lower extremities. According to the report, the patient was transferred to a different hospital where her blood pressure was managed and she eventually went into rehab. It was reported that currently, the patient states she has numbness of the toes but is able to ambulate using a cane.